Event description:
Proxy biomedical was notified on the (B)(4) 2013 via email by the polyform distributor ((B)(4)) that they have received a complaint on the (B)(4) 2013 regarding a polyform product from a patient's legal representative. The complaint states that as a result of the polyform implant, the patient suffered mesh erosion, urinary incontinence, vaginal pain and had to undergo further surgical procedures. The patient's pre-existing medical conditions include cystocele, cuff prolapse, and rectocele. The patient underwent an anterior and posterior repair of pelvic relaxation with mesh placement and cystoscopy on the (B)(6) 2007. The patient is identified as "(B)(6)". Her date of birth is (B)(6); her weight and height details are unknown. The hospital where the implantation and further procedures took place is (B)(6) USA. The physician who treated the patient is dr (B)(6), telephone number is unknown. Part # 840-240, lot # c000229, expiry date 03/31/2008. An additional device (ams perigee) was implanted however, no further information was provided regarding this device. On the (B)(6) 2013, both the anterior and posterior meshes (polyform and perigee) were removed.

Manufacturer narrative:
Method - device was not returned for evaluation. Conclusions - inconclusive, investigation on-going. The device is a synthetic device made from polypropylene. Injuries such as pain, mesh erosion and incontinence are documented risks associated with the polyform device - reference design fmea and polyform product insert (instructions for use).